Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9236-03pp was received for investigation. Visual evaluation noted that the central peg was broken off. No functional test was performed due to the damage of the device. A user error is the most likely cause(s) for the reported and observed failure: excessive use of force in placing or fastening the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that (2) ar-9236-03pp univers vaultlock glenoid trial center pegs are broken. No further information was provided at this time. Additional information requested.